Event description:
It was reported that one day post implantation of a xience v stent in a thrombosed left anterior descending artery, the patient experienced in-stent thrombosis. Percutaneous coronary intervention was performed, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(4) 2013. Date implanted is estimated to be (B)(6) 2012. There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.